Manufacturer narrative:
Concomitants: (B)(6) 201-78-25 - small headed sharp pin, 1 1/8"" 4 pack. (B)(6) 02-010-03-0320 - logic cr femoral cem, right, sz 2. (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pk. (B)(6) 201-78-81 - 3"" trocar, mod. Hex 2pk. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(6)). (B)(4) is associated with this case. It was reported via legal documentation that approximately 19 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.